Manufacturer narrative:
Precautions: pelvisofttm biomesh is for single-pt use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisofttm biomesh should not be used. Pelvisofttm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and has required and will require continued medical treatment.